Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found strain relief cover for high voltage cable torn. The camera rotation cable was damaged during service. Replaced the high voltage cable assembly and the camera rotation cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system has frayed wires on the electrical plug. There was no report of pt or operator injury.